Event description:
Report received of an overdelivery. The device was returned to the biomedical department from the antenatal department with an unsigned note that stated, "pump overinfused." The customer contact reported that the pump was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. The customer contact reported, "there has been no incident report filed linking this pump to an adverse event." During testing by the user facility, the pump delivered accurately. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.